Event description:
Laceration of right great toe and skin burn due to foot getting caught in conitinuous passive motion (hereinafter cpm) machine 1/20/94 requiring sutures. Fracture of left distal femur diagnosed on 1/22/94 during intermittent use of cpm requiring open reduction, internal fixation of supracondylar fracture, left femur.